Manufacturer narrative:
Additional information: the cause of death is unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: death classification was updated as cardiac death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavor sprint drug eluting stent was implanted in the mid lad. Approximately 15 months post index procedure, the patient died. The death was classified as vascular death. The investigator reported that the event is not related to the index device.

Manufacturer narrative:
Medication was administered and self-inflating bag assisted breathing. If information is provided in the future, a supplemental report will be issued.